Event description:
It was reported that during a follow-up visit decreased sensing values were noted. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that a decrease in sensing was once again observed. Loss of capture was also noted. The patient is currently in the hospital for an unrelated procedure and further evaluation is planned.